Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 and 107) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. There was contamination on the trunk cable connector pins, preventing the electrode belt from properly communicating and causing the resets due to poor belt communication. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that a patient was receiving a service code 204 and 107.